Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified that the hemostatic valve was dislodged inside of the hub component. Initially, it was reported that the dilator kinked when it was being inserted into the vizigo sheath by the staff. They had more trouble than usual advancing the dilator into the sheath and when applying too much pressure the dilator kinked. When the sheath was replaced, the issue resolved. No adverse patient consequence was reported. The issue with difficulty in advancing the dilator into the sheath and dilator kinked were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6) 2024, the hemostatic valve was dislodged inside of hub component. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.

Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspections and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and there were stress marks in the dilator. Microscopic examination of the hemostatic valve surface showed stress marks on the center of the valve. The damage observed on the valve and dilator could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator¿s outer diameter was measured, and dimensions were found within specifications. A device history review was performed for the finished device 60000322 number, and no internal actions related to the complaint were found during the review. The valve dislodgment could be related to the issues reported by the customer therefore, customer complaint was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).